Manufacturer narrative:
Device evaluated by MFR: no device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient was playing basketball. As she planted to go up for a layup, an opponent hit her, the knee twisted, and the anterior cruciate ligament (acl) popped. She had a complete re-tear. No further information was provided.